Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated, "I cannot fully bite down, because my jaw seems to have shifted. When I bite down, the only teeth that touch are one upper incisor to one lower incisor. All other teeth have a gap large enough for my tongue to fit between. I am not in aligners anymore. I have completed my treatments as directed. I am in my second set of retainers currently. And have not had any jaw pain up until this point. I have had no trauma or injuries. I cannot physically chew hard foods currently".